Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported alarms air in line when running the upstream occlusion test which was not reproduced. The evaluator ran a loaded set and found the device to function as intended without occurrence of a false "air-in-line" alarm. A review of the event history log identified multiple air in line alarms during the last days of use. The evaluator did not test for a condition in which the pump would alarm "air-in-line!" Instead of "upstream occlusion!" And the device is no longer in its received condition, however the upstream occlusion detection testing instruction of the final inspection test procedure, revision d, for service states: "6.3.2.4.2 for operating software versions 5.02.03 or later, it is also acceptable if the pump stops and displays ¿air-in-line¿." The device will pass upstream occlusion detection testing prior to return to the customer. The device was tested for the occurrence of air in line alarms and determined the cause to be the ultrasonic sensor was out of calibration. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarms air in line when running the upstream occlusion test. The event occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.